Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Nearly choked [choking sensation]; one of two brushes fell off oral b electric toothbrush [device breakage]. Case description: a consumer of unspecified age and gender reported via e-mail on 16-oct-2016 that he/she was brushing his/her teeth with an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016 and one of the two brushes of an oral-b brushhead, version unknown fell off and nearly choked him/her. The consumer stated that he/she had purchased the brush head months ago. The case outcome was recovered. No further information was provided.

Manufacturer narrative:
On 20-dec-2016 product investigation results: reporter returned one oral-b dualaction or dual clean brushhead on (B)(6) 2016. The result of the analysis done with the consumer return showed that wear led to the reported issue. No manufacturing fault identified.

Event description:
Nearly choked [choking sensation], one of two brushes fell off oral b electric toothbrush [device breakage]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2016 that he/she was brushing his/her teeth with an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016 and one of the two brushes of an oral-b brushhead, version unknown fell off and nearly choked him/her. The consumer stated that he/she had purchased the brush head months ago. The case outcome was recovered. No further information was provided.

Manufacturer narrative:
Reporter returned 1 oral-b dualaction or dual clean brushheads on 28-oct-2016. Product investigation is in progress.

Event description:
Nearly choked [choking sensation], one of two brushes fell off oral b electric toothbrush [device breakage]. Case description: a consumer of unspecified age and gender reported via e-mail on 16-oct-2016 that he/she was brushing his/her teeth with an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016 and one of the two brushes of an oral-b brushhead, version unknown fell off and nearly choked him/her. The consumer stated that he/she had purchased the brush head months ago. The case outcome was recovered. No further information was provided.